Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 0233244. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed.

Event description:
It was reported that the barrel 1cc s/t w/sil no bd logo/tb bns plunger was difficult to move, causing blood to leak past it when pulled from the artery. The following information was provided by the initial reporter: "1. Syringe releases blood once pulled from the artery for sampling. 2. Blood is flashing in the hub then flowing back to the patient. 3. Syringe is missing vacuum seal. 4. In order for blood to fill syringe requires pulling back from the syringe which is a safety issue."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel 1cc s/t w/sil no bd logo/tb bns plunger was difficult to move, causing blood to leak past it when pulled from the artery. The following information was provided by the initial reporter: " syringe releases blood once pulled from the artery for sampling. Blood is flashing in the hub then flowing back to the patient. Syringe is missing vacuum seal. In order for blood to fill syringe requires pulling back from the syringe which is a safety issue".